Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed r-wave amplitude variation on the right ventricular (rv) lead. It was also noted that the rv lead had perforated. On (B)(6) 2022, an echocardiogram was performed to confirm cardiac perforation. The physician elected to explant and replace the rv lead. The patient was recovering after the procedure.